Manufacturer narrative:
Manufacturing site evaluation: the product was not returned for evaluation. Most probable root cause: user error by missing inspection prior to the procedure. Due to the fact the cable was cut in half, I expected to have a cut in the cable by using them. This leads the cable to spark when power is applied while using the high-frequency function. The device has not been returned for repair or service since. Malfunction is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Evaluation/investigation of the product: the cable was cut in half. IFU 97000149 IFU v2.0(10-2017) bipolar hf cable warns "instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage and to make certain that the plug connection maintains good contact. Poor or insufficient contact or damage to the cable insulation and plugs may lead to voltage flashovers. This complaint involves a total of 2 items ((B)(4)) these two complaints will be reported to the local competent authority mentioning the causal components within the report as involved. The malfunction is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was an issue with the product (uh801) bipolar high frequency cord. According to the information received, wire sparked and popped during case today. There was no harm to the patient or user reported.